Event description:
New information states that the patient was stable post-procedure and the patient¿s recent history showed shortness of breath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on 5/21/18 the lead was capped due to fracture.